Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels and low suspend alarm. Customer's blood glucose level was as low as 48 mg/dl. Troubleshooting for the sensor error alert was performed. Customer's isig value was 24.50 and the test plug procedure was passed. Customer was advised threshold suspend was triggered as a result of low blood glucose levels which shows that the device is working properly. Customer declined to troubleshoot for low blood glucose levels.